Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure using a dual surgeon side console (ssc) setup, the system faulted and the left master tool manipulator (mtm) on one of the ssc was not working. The or staff performed a hard restart on the system, and errors persisted. The or staff then disconnected the 2nd ssc and the fault cleared. The site continued the procedure using one ssc. The technical support engineer (tse) reviewed logs and confirmed error 23025. The procedure was continued with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 23044 and 23025 pointing to the master tool manipulator (mtm). Fse replaced the mtm to resolve the faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed and the reported failure was able to be reproduced during power-up. The axis 2 motor, a2 motor cable and embedded serializer in master base pca were replace don the mtm arm.